Manufacturer narrative:
The user observation appears to sum up his event, wedges are latched in place by a mechanical latch, which emits an audible click when it falls into place. There is also a lamp which indicates a green signal when the wedge is properly treated. As reported in the complaint, and has been seen in at least one prior report, it is possible for the micro-switch to be inappropriately adjusted such that the green lamp indicator is lit although the wedge is not in fact latched. It is not known whether this inappropriate adjustment was caused by user service or during varian field service visits to this machine - the first about two weeks and the second about 4 days prior to this event. No further reports are anticipated.

Event description:
The customer reported that a beam with 45-degree wedge filter had been delivered. However, before delivering the second beam, the user, from the outside of the treatment room, requested a gantry movement (from 122 degrees to 90 degrees) and a collimator movement (from 0 degrees to 90 degrees). During these movements, the wedge filter fell out of the machine. The wedge filter has been damaged and can no longer be used. The physicist found out that the green lamps light up even if the pin latch was not completely inserted in the notch of the wedge tray (the accessory was not properly latched). He adjusted the position of the switch in order to light the green lamps only when the pin latch is completely inserted. The pt was on the couch, but was not injured when the wedge filter fell out of the machine.